Event description:
The information provided to sjm indicated a trifecta valve was explanted due to thrombus noted on an echocardiogram resulting in an occlusion of the left anterior descending artery (lad). The pt had presented with ischemic symptoms and a coronary stent was placed to keep the ostia open. A 23mm biointegral valve was implanted. The pt was stable and discharged.